Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that that the distal part of the medtronic flow diverter failed to open. Prior to the event, the medtronic microcatheter was placed distal to the landing zone in the m1 segment. The medtronic flow diverter started to be opened in the straight part of the m1, but it could not be opened despite many attempts to push, pull, and resheath the device. When the device was dragged back to the guiding catheter, the doctor was able to open the device in the straight part of the internal carotid artery (ica) and partially in the guide catheter. Another attempt was made to open distal to landing zone was made but again without success despite couple attempts. Device removed with medtronic microcatheter. The flow diverter was partially opened outside of the body without problem. Medtronic microcatheter and flow diverter left without flushing for long time on the beach. Later it was not possible to retract flow diverter from the medtronic microcatheter. Another medtronic microcatheter used for implementation of fred device. There is no complaint against medtronic microcatheter performance, only the medtronic flow diverter which didn't open. Post procedural angiography showed good results. The patient was undergoing embolization treatment (flow diverter with coil / jailing) of a unruptured saccular aneurysm measuring 9.7mm x 4.7mm located in the left internal carotid artery (ica). The distal and proximal landing zone was 3.7mm x 5.2mm. The patient¿s vasculature was moderate in tortuosity. Access was through the ica with diameter of 5.5mm. The patient was on dual antiplatelet therapy, but the pru level was unknown.

Manufacturer narrative:
Analysis found that the pipeline flex embolization with shield (ped2) device and microcatheter were returned together. The ped2 device was found within the microcatheter. The ped2 device and microcatheter were decontaminated. The ped2 pushwire was found protruding from within the microcatheter hub. Upon visual inspection, no damages were found with the hub or the microcatheter body. The distal tip was found to be intact. The ped2 device could not be pushed forward or removed from within the microcatheter. The microcatheter was unable to be flushed. The microcatheter was dissected to remove the ped2 device. The ped2 device was found separated into two segments. The ped2 device segments were removed from within the mircocatheter. The distal hypotube with the ptfe shrink tubing was pulled back. The pushwire was found detached at the distal hypotube weld (solder joint). The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. The dps restraints/sleeves appear to be in good condition. The tip coil outer coils were stretched. The tip coil inner core wire was found intact. The ped2 braid ends were found collapsed and frayed. The detached pushwire was sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) elemental analysis. The elemental analysis of the detached pushwire end shows elevated sodium (na), chlorine (cl), iron (fe), silver (ag), tin (sn), chromium (cr), and oxygen (o) peaks were detected on the wire surface, and it was not possible to determine the failure mechanism of the subject wire. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿failure/incomplete open distal¿ was confirmed as the ped2 braid was found damage and collapsed. However, the root cause could not be determined. Regarding the solder joint separation issue, in addition to excessive force, separation can occur due to inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did find any abnormalities. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices. There was no non-conformance to specification that lead to the resistance and detachment issues. There was an indication that the event was related to a possible manufacturing issue, so a device history record (DHR) review was performed. The DHR review did not identify any anomalies associated with this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.